Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed lesion being treated was located in the calcified, moderately tortuous distal left circumflex (lcx) artery. The lesion was predilated with a 1.3x10mm non-bsc balloon. Ivus was attempted, but was unable to cross the lesion. Then the lesion was dilated with a 2.0x10mm non-bsc balloon. Ivus was attempted again, but was still unable to cross the lesion. The physician attempted to place a 2.75x20mm taxus express2 drug eluting stent, but was not able to cross the lesion. Upon withdrawal of the stent delivery system (sds), the stent caught on a calcified lesion, located in the ostium of the lcx, and the stent dislodged. The physician was unable to locate the stent using ivus and angiography. Whole body angiography identified the stent in the iliac artery. The physician did not attempt to retrieve the stent as he felt it would not block blood flow. The procedure was canceled due to the event. No additional patient complications were reported. Patient status reported as "stable".

Manufacturer narrative:
The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.